Event description:
During a laparoscopic cholecystectomy procedure, the suction line collapsed. The surgeon converted from a laparoscopic procedure to an open procedure, due to his inability to suction blood out to locate the bleeder. Suction line was attached to the wall outlet in the operating room, the vacuum pressure setting is unk, the line collapsed at the connection end. There was no pt harm.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.